Event description:
It was reported that the user experienced three occlusion alerts while using an ilet system with a subcutaneous insulin pen and an infusion set (contact detach), and blood glucose rose to 270 mg/dl; the event was characterized as an obstruction of flow and resolved only after a supply change. Customer care provided support by recommendation of full supply change. Investigation of this case revealed evidence of an obstruction of flow associated with the infusion set and its connector/coupler, consistent with a deformation problem. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or lasting impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.